Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported system error 341 which was not reproduced but confirmed through a review of the device event history log. No component causality was found.

Event description:
It was reported that a spectrum pump displayed system error 341 during therapy when the nurse unplugged the pump to walk the patient to the restroom. The nurse switched out pump and completed therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.